Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the unit would not turn on at first. The battery was found flattened out and was adjusted. The unit was then turned on and had error 907. The unit did not alarm when the malfunction occurred. There was no patient involvement.

Manufacturer narrative:
Additional information: g3 correction: b5 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the unit would not turn on at first. The battery was found flattened out and was adjusted. The unit was then turned on and had error 907. There was no patient involvement.

Manufacturer narrative:
Additional information: g3. H3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Error 907 system failure code was observed, verifying customer complaint. The coin battery was removed, measuring at 0.02vdc, verifying depletion. The issue was resolved by installing a new coin battery, measuring at 3.27vdc. It was reported that the unit would not turn on at first. The battery was found flattened out and was adjusted. The reported issue was confirmed. It was also reported that the unit was then turned on and had error 907. The reported issue was confirmed. The most likely cause was traced to a component failure. It was additionally reported that the unit did not alarm when the malfunction occurred. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.